Event description:
It was reported that this implantable pacemaker was explanted as it is part of the ingenio high battery impedance advisory. Additional information from the field representative revealed that the device displayed an error message prior to the replacement. This pacemaker was replaced and returned for analysis. No additional adverse effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted as it is part of the ingenio high battery impedance advisory. Additional information from the field representative revealed that the device displayed an error message prior to the replacement. This pacemaker was replaced and returned for analysis. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was also noted that the device sensed in the atrial chamber with prolonged high atrial rates during certain periods of time while implanted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.